Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Medtronic representative re-calibrated the system. The imaging system then passed the system checkout and was found to be fully functional. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the images show white stripes on the lower part of the exam. Site continued the procedure with these exams. There was no impact on patient outcome.